Event description:
Device was implanted in 2000. In 2003 patient experienced anterior knee pain in the right knee. The device was removed three months later and it was discovered that the spine on the surface had broken off.